Event description:
The customer reported, the leg pad locking mechanism was not functioning. No reports of patient injury.

Manufacturer narrative:
The leg extension locking mechanism part was replaced. The system was tested and found to be working as intended, and put back into service.